Event description:
It was reported that the patient was in a car accident on monday (B)(6) 2013 and had an adjustment. Pt states she went today for another adjustment and the chiropractor used some sort of machine that turned off the ins. The patient went to the bathroom and was able to turn stim back on. The patient did not feel stim and hadn't for a few years. It was later reported on (B)(6) 2013 that the patient was experiencing acute pain. Ever since the accident she had (B)(6) 2013 she had lower back pain and felt like she had to go to the bathroom. It hurt when she was laying, sitting or walking by her coccyx bone, anus, hips and back where the leads are. The patient went to their regular doctor but he did not have the equipment to read her device so she went to another doctor who told her the device wires were "fried" and would have to probably have the whole unit replaced. The patient noted the wires were "circumvented" . The patient had not been able to sleep for 3 nights. The patient was planning to follow up with their healthcare provider. It was also reported on (B)(6) 2013 that the patient had concerns regarding making sure the device was off. It was confirmed that if the bolt disappears, the device is off. The patient wanted to turn implant off for the next couple weeks until device integrity could be checked. The patient's main doctor was out of town. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va03e5d, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2012, product type programmer, patient; product ID 3889-28, lot# va03e5d, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was due to motor vehicle accident. It was reported that the patient had an abnormal impedance measurement of greater than 4,000 ohms at "all" leads. The stimulator and the lead were revised surgically on (B)(6) 2013. It was noted that the patient required no hospitalization and no injury was reported.

Event description:
It was explained that the device was not "working right."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the patient was in a car accident in (B)(6) 2013 and went to the chiropractor afterwards. It was noted that they chiropractor "placed a therapy device right over" their implantable neurostimulator (ins) and it "fired the battery". They then had to have it replaced after that. If additional information is received, a follow up report will be sent.